Event description:
Perclose suture was not attached to both needles. When doctor pulled the perclose to deploy the suture stitch, the string was only attached on one end. Perclose did not fully deploy in the vein.